Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer contacted philips top report that during a patient event analysis of the waveform could not be completed because movement was detected. The users report that no movement took place. They report that they were unable to shock the patient. The involved patient dies. The customer has stated that they believe that the patient has expired before they began CPR. They do not believe that the device behavior had any impact on the patient outcome.